Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting lower than the initial result. The corrected result from an alternate dimension vista instrument was reported to the physician(s). The patient was provided with thrombosis treatment due to initial falsely elevated ctni result, and the treatment was discontinued after the corrected result was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site on (B)(4) 2015. The cse evaluated the instrument and noticed that most qc on server one were out of range. The cse performed a complete system check. The cse replaced the probe, the precision pump, and the flush pump on the pump module. The cse also replaced the wire net as it was worn. The cse replaced the sample 1 probe and the reagent probe and aligned the sample 1 probe. The vertical alignment on reagent 1 was failing, after which a motor was replaced. The cse adjusted the mixer mounting and replaced the reagent 1 cleaner pump. The cse then ran a system check, which passed. The cse also ran qc, which was within acceptable range. The cse re-visited the customer site on (B)(4) 2015 and observed that the qc on server 1 for multiple assays, were out of ranges. The cse performed precision testing on one sample of micro albumin (malb) in replicates of 10, which were imprecise. On (B)(4) 2015 the cse verified that all reagents were on the storage ring. The cse replaced the sample 1 pump module and ran a system check, which passed. The cse checked the vacuum with and without air-knife and checked the tubing and fitting, all of which were working fine. The qc was still out of range on server 1. On (B)(4) 2015 the customer checked the photometer and the cuvette washer and ran qc, which was within acceptable range. On (B)(4) 2015 the cse replaced the sample arm 1 including the mixer and provided maintenance on the cuvette washer. The cse also aligned the photometer, which was working fine. The cse ran qc and calibration, which were within acceptable range. The cause of a discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.